Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer was treated with needle. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported they did not allege insulin pump was under delivering. Customer stated needle was still attached in the cannula. Customer did not want troubleshooting. The insulin pump will not be returned for analysis.